Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be the excessive force was applied while suturing resulting in the suture breaking. However, without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete. The lot number is unknown

Event description:
It was reported by the affiliate that during an aclr (anterior cruciate ligament reconstruction) procedure which was performed on (B)(6) 2019. It was mentioned that the surgeon tried to fix the graft on the tibial side with the speedtrap white 20 mm but when the suturing finished the suture broke. There was no harm to the patient but the procedure was delayed by less than 30 minutes. It was brand new and the first use when the issue occurred. There was no further information available. Additional information received from the affiliate reported the device will not be returned for evaluation.